Event description:
The device is part of a recall population and upon receipt, it was found to be failing self test.

Manufacturer narrative:
(B)(4). Conclusion: the failure was found to be caused by a component unrelated to the recalled component.